Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer's ventilator settings and passed all alarm testing. Internal inspection revealed contact instability at the 64 pin header (jp6 on main board, jp12 on power board). The main board and power board were replaced as a precaution.

Event description:
It was reported that on two occasions, the ventilator shut down for a split second and then turned back on with an audible alarm and displayed reset while connected to the pt. The pt was placed on another ventilator. No reported harm to the pt.